Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to partially broken reservoir tube lip and missing reservoir tube o-ring. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, shifted end cap sticker, cracked case at the reservoir tube window corner, cracked lcd window and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Crack is seen on: reservoir compartment. Drive support cap appears to be normal. The insulin pump will be returned for analysis.